Event description:
On 18 may 2008, the distributor reported that on an unk date the pt had an x-ray with results of rod movement in the right l4 screw. In 2008, the surgeon performed a revision surgery and explanted the rod, screw and closure top. The pt was reinstrumented during the surgery. In l4, where obliqueness of the previous screws was most pronounced, two 7/45 mm screws were used to obtain solid pedicular bone purchase. Rods ere inserted and secured with a dynamometric screwdriver (80 newton) while applying intersegmental compression. Bone graft was harvested from the iliac fossa and packed with bone bank grafts in the region.

Manufacturer narrative:
Device MFR date is unk. Several closure tops were returned without indication of the one associated with the event. A reviewed of the device history records for each closure top indicates the closure tops met spec. Visual examination of the closure tops do not indicate a malfunction. Per the surgeon, the lf screw was indicated to have obliqueness mos pronounced , signs of metallosis. Replacement screws were used to obtain sold pedicular bone purchase. The replacement screws corrected misplacement of the previous implanted screws that were not perpendicular to the vertebral bodies. The cause for the loose rod is determined to be misplaced screws causing the rod to loosen.